Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device was reportedly discarded by the reporting facility. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal interlock screw deflected posterior to a nail during an intramedullary (im) nailing of the right femur on (B)(6) 2016. A new hole was drilled into the nail, the proximal interlock screw was taken out and a new screw was freehanded (manually screwed) into the nail. There was a reported fifteen (15) minute surgical delay and additional x-rays were required. The final construct consisted of one im femoral nail and four screws. The procedure was successfully completed with the patient in stable condition. Concomitant devices reported: 11mm x 400mm retrograde/antegrade femoral nail (part #unknown, lot #unknown, quantity 1), percutaneous insertion handle (part #03.010.046, lot #1403145, quantity 1), aiming arm (part #03.010.049, lot #4997216, quantity 1), trocar (part #03.010.070, lot #5150423, quantity 1), protection sleeve (part #03.010.063, lot #1412961, quantity 1), drill sleeve (part #03.010.065, lot #4765006, quantity 1), cannulated connecting screw (part #03.010.146, lot #u139901, quantity 1), t25 im nail screwdriver (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).